Event description:
It was reported that during a pca the catheter (subject device) separated from the sheath and was broken. The physician clamped the subject catheter to stop blood loss. All broken fragments were removed from the patient. The procedure was completed successfully. There were no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. The device was returned without packaging, therefore the lot number could not be confirmed. During visual inspection the catheter was seen to be extremely damaged including flattening and breakages throughout the catheter. Functional inspection was not carried out due to the damage of the device. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The catheter was seen to be extremely damaged. The catheter shaft was seen to be broken fractured, this was caused by the clamping of the catheter which occurred. The catheter shaft was seen to be flat/crushed also. The reported event will be assigned procedural factors as this event appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during a pca the catheter (subject device) separated from the sheath and was broken. The physician clamped the subject catheter to stop blood loss. All broken fragments were removed from the patient. The procedure was completed successfully. There were no clinical consequences to the patient.